Event description:
It was reported that the implantable pulse generator (ipg) exhibited a suspected malfunction. It was further reported that the right atrial (ra) lead exhibited high thresholds. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.